Event description:
Primary tibial insert revised due to wear.

Manufacturer narrative:
No catalog number or part number was provided, and the part is not being returned. Add'l info will be provided if it becomes available.